Event description:
It was reported the patient had a loss of therapeutic effect. It was stated the patient's device worked well in the beginning but since then they had to go back to the doctor's office several times for programming and it didn't seem to be helping. It was stated the patient's pads from the week prior to report weighed 9 pounds. Reportedly, the patient had not adjusted programs themselves and typically went to the doctor's office. It was noted the patient was on program one and then developed a burning sensation that occurred intermittently in their vaginal area so the doctor switched to a different program for a while but that didn't help at all with symptoms so they switched back to program 1. The patient reported it was near their left lip and felt like a burn and it hurt. It was stated the patient did experience a fall on (B)(6) 2013, in which they fell backwards and did land on their implant. It was noted the patient was on program #1 at 2.9 volts and stated that they couldn't increase any higher because the stimulation felt uncomfortable. It was stated program #2 was at 2.2 volts; however, the patient said that it was too strong so they decreased it to 2.0 volts and said that it was more comfortable. The patient stated they typically only felt stimulation when they had an adjustment.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot#: v867752, implanted: (B)(6) 2012, product type: lead; product ID: 3037, serial#: (B)(4), product type: programmer. (B)(4).